Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) sensitivity readings were showing lower than expected values. The values were within specification but lower than expected of a new device. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported low sensitivity readings. The epg passed all incoming testing. There were no anomalies observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for analysis.